Manufacturer narrative:
Batch review performed on 25 september 2020: lot 187249: (B)(4) items manufactured and released on 20-dec-2018. Expiration date: 2023-12-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved: batch review performed on 25 september 2020: gmk-sphere 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot 187296: (B)(4) items manufactured and released on 17-jan-2019. Expiration date: 2024-01-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to pain and suspicion of infection 1 year and 6 months post primary surgery. The tibial tray, that was well fixed, and the inlay have been removed, the femur has been left in place. A patella resurfacing has been performed. The infection was not confirmed.